Event description:
It was reported that pump battery would not charge, and pump history showed power source alert 07, but issue had already resolved by the time customer contacted support. There was no adverse impact to the customer's blood glucose level. Customer had used original charging supplies and changed plug while keeping same charger, and once pump began charging again, no further action or assistance was required and there was no pump shutdown or loss of function.